Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming ECG electrode fall- testing. Upon evaluation, the trunk cable connector was cracked and the white (drvn gnd) wire was open inside the trunk cable. The cause of the non-functional therapy electrodes and incoming test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.